Manufacturer narrative:
The device history record (DHR) for lot 829910 indicates that there were no related issues found in physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued against the lot. A review of the entire DHR identified no manufacturing or inspection anomalies. There were two used samples returned for the complaint. The samples included one 3 ml and one 5 ml bd syringe barrel. The two samples were visually inspected, and no damage was found in the luer of the needle assembly. Both samples were physically tested for leakage per procedure and both needles passed the test. Additionally, drawing of fluids using the bd and monoject syringes was performed and a leakage did not occur. The reported condition could not be confirmed. A 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused the reported issue. The possible root cause identified in this complaint pertain to the user¿s application of the device but there¿s insufficient information to determine whether those factors were the true root cause. It¿s recommended the user consult the instructions for use for more information. Since there were no findings related to the reported condition, no corrective actions are required at this time. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking hub. The lot met the acceptance criteria and was released. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states during administration of subcutaneous (sq) shots they have drug leaking where the needle screws into the syringe. The customer was not sure if it is because the medicine is a thick consistency. There was no harm to the patient.